Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during the reprocessing of their bronchofibervideoscope device, that the distal end connector of the biopsy port was damaged. There was no patient involvement.

Manufacturer narrative:
This supplemental report is submitted to provide the findings of the legal manufacturer's final investigation. Additional information: d9, h4 the device was returned to olympus for inspection, where the reported failure of damage to the biopsy port connector was confirmed. During the evaluation, the following additional reportable malfunction was identified: an error code displayed on the image. Based on the results of the investigation, the most probable cause of this complaint has been identified as component failure ¿ an expected or random failure attributed to degradation of the connector and distal end, with no design or manufacturing issue identified. Olympus will continue to monitor field performance for this device. Should any additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
No additional information received from the customer.